Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device indicated a faulty syringe size data count. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) battery was found in the device. A review of the pump event history log found evidence of invalid syringe size and invalid infusion parameter combinations in the history. Unable to perform syringe test due to size sensor ribbon being partially torn off. The root cause of the issue was due to the customer pressing confirm while the syringe diameter was not recognized by the size sensor which caused the invalid infusion parameter combinations. In addition, the pump was 12 years old and had normal wear. Device will be quarantine due to non-OEM battery was found with device.

Manufacturer narrative:
Information was received on 10-jan-2022 indicating that there was no patient involvement in this event.